Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited noise and pacing impedance measurements less than 200 ohms due to suspected insulation damage. The lead was programmed off and the issue will be monitored. No adverse patient effects were reported.